Event description:
It was reported that during an lar procedure, after peeling the tissue around the rectum, the dr fired fully, although it was a little hard to fire. When the device was released, it was found that the staples were not formed, and only the knife was moved. Some unformed staples were seen at the issue of the proximal part of the jaw. The case was switched to abdominal operation, and another device was used to complete the case. However, a leak was found after the operation.

Manufacturer narrative:
Info anticipated, but unavailable at this time.